Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during dwell 1 while the patient was connected. The cg stated that she cycled the power and got a system error 2367. She then turned the hc off and contacted the peritoneal dialysis nurse that morning. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2011. She stated that she had not been contacted about the event, but that she knew the patient was continuing therapy on the homechoice successfully. No adverse effects were reported. Bps contacted the home patient on (B)(6) 2012. He stated that he completed therapy with manual supplies that night. He did not notice anything unusual about his supplies or set-up that may have caused the alarm. Therapy since has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.